Manufacturer narrative:
The complainant sought medical attention from a physician's assistant and a blood and urine test was performed. The results of the testing were inconclusive; however, the complainant was prescribed prednisone and ranitidina for treatment of the symptoms. The complainant had sought further medical attention from an allergist and was placed on an elimination diet. It was reported by the complainant that the symptoms had not yet fully subsided and she is currently undergoing further testing with the allergist. The cause of the symptoms has not yet been determined. Metrex has requested that the complainant report any new information with regard to this incident. An update will be provided if any new information becomes available. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A complainant alleged that she had experienced a reaction with symptoms of itching on most of her body, and large pimples that were red, hot, and itchy after beginning use the cavicide solution in (B)(6) 2013.